Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model: sc-2218-50e serial: (B)(4) description: trial linear st lead, 50cm.

Event description:
A report was received that the trial patient experienced progressive weakness with numbness of the bilateral lower extremities, hypotension, and bradycardia following the lead implant procedure. The physician removed the trial leads and the event resolved. The event was assessed to be procedure and device related.

Manufacturer narrative:
Additional information was received that ephedrine was also used to treat the patient's hypotension and bradycardia.

Event description:
A report was received that the trial patient experienced progressive weakness with numbness of the bilateral lower extremities, hypotension, and bradycardia following the lead implant procedure. The physician removed the trial leads and the event resolved. The event was assessed to be procedure and device related.

Manufacturer narrative:
Additional information was received that after the trial lead placement prior to post-operative programming, the leads were removed and an MRI was done that was negative for epidural hemorrhage. In addition, a cardiology consult with ekgs and labs for cardiac enzymes were negative. The physician assessed that there was no lead malfunction suspected. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient experienced progressive weakness with numbness of the bilateral lower extremities, hypotension, and bradycardia following the lead implant procedure. The physician removed the trial leads and the event resolved. The event was assessed to be procedure and device related.